Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 517 mg/dl. Customer visit emergency room transferred to hospital. Customer provides details regarding symptoms of their high blood glucose episodes such as vomiting. The customer treated with the intravenous insulin, insulin pump and syringes fluid. Troubleshooting was declined. The insulin pump will not be returned for analysis.